Manufacturer narrative:
Device passed displacement test, active current measurement test, sleep current measurement test and self test. No blank display noted during testing. No pump error 63 noted during testing, however, pump error 63 (variable 3) was present in the insulin pump trace download due to broken trace at pin 1/vdd on keypad assembly. Toggled on/off and increased/decreased volume with the audio feature functioning properly. No audio/vibrate/absence of alarm anomalies noted during testing. During visual inspection found electronics stack and motor moisture damage. Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm and also insulin pump was died. The customer¿s blood glucose level was unknown. Customer was able to clear the alarm and also able to rewind insulin pump. Customer was performed self test and it was failed. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and to revert to the backup plan per health care professional instructions. The insulin pump will be returned for analysis.